Event description:
It was reported that the leads had high impedances and were unable to be reprogrammed. The patient underwent a lead replacement procedure wherein an MRI compatible device was implanted. The patient was doing well postoperatively and the explanted leads were kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 3157293.